Event description:
It was reported that during prep, a 4.0x40mm xpert self expanding stent system (sess) stent prematurely partially (flowered) deployed. The sess was not used and there was no patient involvement. Another xpert sess was used to successfully treat the lesion. There was no clinically significant delay in the procedure. Return device analysis revealed that an additional xpert sess was returned. Additional reported information indicates that the additional xpert sess that was returned was the stent that was successfully implanted to treat the target lesion. Return device analysis indicates the device was separated in three pieces. The inner and middle tubes were returned separated from the metal shaft. The inner tube was bunched at the distal end. Additional reported information indicates that the site does not recall specific case details for the additional xpert sess. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. There was no information reported for this device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.